Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. No failed battery test alarm could be verified due to the unresponsive keypad. No unexpected suspend or display anomaly was noted. The insulin pump was received with a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked belt clip slot and minor scratches on the display window.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that her blood glucose level usually runs high in the morning. Customer went to work out and the pump did not read the blood glucose level, so the customer took out the battery and received a failed battery test. Customer stated that when she got home, she put in a new battery and customer received a button error alarm. Customer's blood glucose level was 206 mg/dl. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.